Event description:
A customer contacted baxter's technical service center for assistance reviewing parameters on the homechoice (hc) machine and about system error 1089. The home patient (hp) states she has the hc was plugged into a power strip. The technical service representative (tsr) reviewed the program with the hp; fill volume is 2300ml, last fill volume is 200ml, dextrose is same, and the initial drain alarm is 0ml. During the review, the tsr noted that the total ultrafiltration (uf) is - 92ml. The hp stated that her uf number is usually in the 1300ml range. The hp stated she felt bloated. The tsr had the hp set up the hc and drain solution out of her body. The hp drained 1015ml with the hc. The tsr advised the hp to connect the hc directly to the wall instead of the power strip. The hp voiced understanding. During a follow-up call to the hp's nurse in 2008, the nurse stated that she was aware of this report. The nurse stated that in addition to the 1015ml, the hp drained on the hc machine, she also drained approx 2200ml using an ultrabag. The nurse indicated that the only problem the hp was having that led to her draining problems and hence this large drain volume, is that the hp had the hc positioned on a table that was too high. The hp has since placed the hc at a more appropriate level and the drainage problems have completely resolved. The nurse stated that the home patient is doing very well and has continued on peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no additional info could be obtained regarding this event.

Manufacturer narrative:
The device has been rec'd for evaluation. A follow-up report will be submitted when the evaluation has not been completed.